Event description:
Patient called and stated he was implanted with a biomet m2a magnum hip replacement on (B)(6) 2010. He stated he had it removed on (B)(6) 2012 due to popping, pus pockets and a loose cup. Patient says the doctor guaranteed it would last 10 years. Patient is extremely upset and disappointed. He said he has lost his business, he is now on disability, and it's basically ruined his life. Patient also stated he had high chromium and cobalt levels and will be re-tested in a month. He is very upset and will be sending in medical records at a later date.